Manufacturer narrative:
H3 other text : device has not been yet returned to the manufacturer.

Event description:
The manufacturer received voluntary medwatch (mw5153418). The manufacturer received information alleging an issue related to a dreamstation 2 CPAP advanced device's sound abatement foam. The patient has alleged of air filters turn black. There was no medical intervention required by the patient. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.